Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status mol1 was shown. There were 23 charge processes documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a test could make easily and reliably make contact with low-ohm values. The drill hole dimensions were all within the dimensions proscribed by the is-1 and df-1 standard. The memory content of the ICD was checked; interference was visible on the available iegms in the atrial and the ventricular channel. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The ICD first underwent a status interrogation, during which the device status mol1 was shown. A number of 23 charge processes was documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions proscribed by the is-1 and df-1 standard. The memory content of the ICD was checked; interference was visible on the available iegms in the atrial and the ventricular channel. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable.

Event description:
Ous MDR - after an implantation time of about 50 months, interference signals in the rv and ra channel were reported. No deterioration in the pt's state of health was reported. The ICD and ventricular lead were explanted. The ra lead continues to be used and was not explanted.